Event description:
I got pulmonary fibrosis [pulmonary fibrosis]. I cough it up [coughing]. I can't wash it off [product complaint]. Case description: on 2024-10-18, a spontaneous case was reported in russian federation (the) by a patient via other manual source. The report concerns a female consumer. The consumer received corega max hold & comfort (carbomer+carna+polma cream) for indication loose dentures. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega max hold & comfort, the consumer experienced a medically significant I got pulmonary fibrosis (preferred term: pulmonary fibrosis). The outcome of the event fibrosis was unknown. On an unknown date, after an unknown time of starting corega max hold & comfort, the consumer experienced I cough it up (preferred term: coughing). The outcome of the coughing was unknown. On an unknown date, after an unknown time of starting corega max hold & comfort, the consumer experienced I can't wash it off. (Preferred term: product complaint). The outcome of the I can't wash it off was unknown. No medical history was reported. No drug history was reported. The action taken for corega max hold & comfort was unknown. Dechallenge was unknown. Rechallenge was no/n/a. Causality for the event with the suspect was reported as not reported/not assessable. The reporter provided the following comment: "connected to original case#: (B)(4) (mi ge) advantages: easy to squeeze out, holds well, easy on the jaws. I tried another korega, it's horrible. But there is one downside, I can't wash it off. I cough it up. I got pulmonary fibrosis; I don't know if it's from it or not. But I recommend it. Can you tell me how to wash it off?" Follow up information was received on 2024-10-18 from quality assurance (qa) department regarding product quality complaint with case number: (B)(4) for lot number: unknown. Investigation evaluation: no sample was returned for this complaint, and batch details were not provided, preventing a full investigation. All relevant documentation for a specific lot of finished products is contained in a "batch envelope." Before product disposition, the site quality department reviews and approves the contents of each batch envelope to ensure no significant quality issues were recorded during manufacturing, packaging, or testing. This review also confirms that all test results meet the required specifications. Given the related health safety incident (hsi) involving an adverse event (ae), we kindly request that the complainant provide further information. Should a complaint sample or batch details become available, we will promptly reopen the case for further evaluation. Response to consumer (if applicable): not reported. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). Initial and follow-up processed together. The report is being resubmitted to capture corrections. The information was received on 2024-10-18 and is as follows: device report type added as serious injury.

Manufacturer narrative:
Veeva case: (B)(4).